Event description:
It was reported that while using bd bactec¿ mgit¿ 960 sire kit atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: mgit 960 sire supplement kit batch 1015705 is composed of mgit 960 sire supplement batch 0310814, mgit 960 streptomycin batch 0324140, mgit 960 isoniazid batch 0283536, mgit 960 rifampin batch 0183355, and mgit 960 ethambutol batch 0324143. The batch history record review for the kit batch was satisfactory per internal procedures. The complaint history was reviewed, and no other complaints have been taken on this kit batch. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). Retention samples maintained for this product include the individual components but not the kitted configuration, so retention sample inspection is not indicated for this complaint. However, retentions were available for inspection. Performance testing was completed on the retention samples. All performance testing was satisfactory for growth and susceptibility. No photos were received to assist with the investigation. No returns were received for the investigation. Retention sample testing was satisfactory for growth performance. Bd will continue to trend complaints for performance. This complaint cannot be confirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 sire kit atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer said about 1/3 of samples need to be repeated, because the growth control does not reach 400. Qc strain used to take 170-19 hrs, and over the last 2 months, it has been 200-220 hrs."